Manufacturer narrative:
(B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the loaded device loading unit contained 5 remaining staples. Engineering confirmed there were no issues with the weld between the lower tube and the e-piece, however the lower tube was broken. Functional testing of the unit with the returned device loading unit and several control device loading units demonstrated proper staple formation. The damage to the lower tube did not affect the functionality of the unit. No visual or functional abnormalities were confirmed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Based on the evidence available, the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic inguinal hernia repair procedure, the device did not fire. New unit was opened to complete the case. No patient injury noted. The device is expected to be returned for evaluation.